Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bost410, (3i t3 non-platform switched tapered implant 4 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use. Bone debris on external threads. Damage to the implant was identified. No signs of malfunction that would contribute to the event. Device history record (DHR) review was completed for the subject lot number 2019041302. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019041302 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: patient weight unknown / not provided.

Event description:
Doctor reported that the implant in tooth location # 35 was removed since the patient felt discomfort, a constant feeling of a pinch. Doctor performed x-rays and wait for evolution but the feeling of pinch did not disappear and patient decided to remove the implant.